Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a permanent scs implant procedure, the physician was unable to implant the cervical lead in the correct position due to scar tissue. As a result, the cervical lead was not implanted. In turn, a lead was implanted at t7-t8. Therapy was restored post operatively.